Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. The insulin pump was monitored and no unexpected pump error during testing. The insulin pump battery cap function properly noted. No crack/damage found at battery cap. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, keypad overlay texture damage and cracked case behind the pump near the battery tube compartment. No cracked lcd window or cracked lcd glass noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that display screen and battery cap were cracked. It was also reported that insulin pump received a pump error 54. Insulin pump would need to be replaced. Customer's blood glucose was unknown. Insulin pump would need to be replaced.